Event description:
It was reported that the pump requested a minimum of 50 units during the load process. During troubleshooting, the customer was able to load the same cartridge, but the fill estimate was inaccurate. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.